Manufacturer narrative:
H.6. Investigation summary a device history review was conducted for lot number 9050846. Our records show that this is the only instance of discoloration occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Photos were provided for investigation, but our engineers were unable to observe the reported failure mode. Unfortunately, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10.

Event description:
It was reported that before use, the intima-ii y 20gax1.16in prn/ec slm end cap was "pale colored". This occurred on 25 separate occasions, but the dates are unknown. The following information was provided by the initial reporter, translated from chinese to english: "the heparin cap of intima-ii was pale colored"

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use, the intima-ii y 20gax1.16in prn/ec slm end cap was "pale colored". This occurred on 25 separate occasions, but the dates are unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: "the heparin cap of intima-ii was pale colored".